Event description:
Patient complained of being slightly jittery before dialysis, temperature 96, pulse 72 blood pressure 176/78, dialysis was initiated at 200 blood flow rate on c121l dry pack dialyzer, 29 minutes into dialysis the patients face became flushed and patient reported feeling jittery inside. Dialysis was terminated, the patients blood was returned and dialysis was resumed with a c101 preprocessed dialyzer. The patient was given benadryl 50 mg po and completed 3.5 hour treatment. Post treatment blood pressure 116/70, temperature 96.4 pulse 76.